Event description:
Customer reports lancet stuck out past the cap of the soft touch device; unknown if the malfunction was observed before or after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.